Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number was not provided. Device IFU contains warnings about the care and proper use of the device including: "do not cover tubing with sheets, blankets, towels, clothing, or other material". The device sample is needed for a proper and thorough investigation. Customer complaint cannot be confirmed as manufacturing related based on complaint description that states "I was informed this could have been caused when the bed rail was moved down and placed on top of the heated wire circuit". If the device becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint states: "respiratory therapist noticed that one of the heated wire circuits was melting. I was informed this could have been caused when the bed rail was moved down and placed on top of the heated wire circuit. The circuit was removed and replaced with no issues. Actual circuit will be sent back for investigation". It was reported there was no patient injury or consequence.

Manufacturer narrative:
Qn#: (B)(4). A 14 inch section of (B)(4), dual heated dual drain breathing. Circuit (inspiratory side), with cut heated wires was received for investigation. During the visual inspection a melted section of blue tubing was confirmed approximately in the center of the tubing. A hole was melted into the plastic tubing approximately 1/2 of an inch long and 1/4 of an inch wide. The melted tubing area stretched out approximately 1 and 1/2 inches. There was no burnt material observed on the tubing or the heated wire. The heated wires had been cut on both ends of the piece of tubing. The heated wires used in this circuit were insulated with a clear plastic flexible insulator coating. The wire was further identified with light blue strips around it. The short section of wires were not damaged. The IFU for this product states, "do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing, or other materials." The complaint has been confirmed. Per the user acknowledgement in the complaint detailed description of the event, this incident could have been caused, "when the bed rail was moved down and placed on top of the heated wire circuit." All heated wire circuit product codes are inspected 100% before leaving the manufacturing facility. Based on the observed damage, it was determined that operational context appears to have caused or contributed to this event.

Event description:
Customer complaint states: "respiratory therapist noticed that one of the heated wire circuits was melting. I was informed this could have been caused when the bed rail was moved down and placed on top of the heated wire circuit.(continued) the circuit was removed and replaced with no issues. Actual circuit will be sent back for investigation." It was reported there was no patient injury or consequence.